Event description:
A peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy reported experiencing an infection and was hospitalized as a result. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with staphylococcus epidermidis in the culture and a wbc count of 186/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for three weeks and ip ceftazidime at 2000 mg daily for three weeks. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while remaining asymptomatic. The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.